Manufacturer narrative:
Information indicates this product will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system was explanted and replaced due to an infection with sepsis. No additional adverse patient effects were reported.